Manufacturer narrative:
Placeholder.

Event description:
Clinic reported that a laser vision correction patient presented with epithelial ingrowth after a flap lift treatment in both the eyes. A flap lift and rinse was performed. There was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.